Manufacturer narrative:
PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to a percutaneous transhepatic biliary drainage (ptbd) procedure, the three-way plastic stopcock device was observed to be cracked. This occurred with seven similar devices from the same lot. These devices never made patient contact. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation. A review of the dimensional verification, complaint history, device history record, documentation, drawing, manufactures instructions, quality control, specifications, and a functional test & visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned package confirmed that 7 prior to use devices were returned and 3 used ptws-2fll-mll-r three way plastic stopcocks were included. The devices were noted to be cracked on the body. During the functional test, the device leaked through the crack when injected from the top fitting. When the lever was in the left position the device leaks, however, when the lever is in the upright position it does not leak. All thru holes were verified to be open. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, a review of the manufactures instructions, drawing, and quality control procedures was conducted, and no gaps were discovered. However, the root cause of cracking/leaking stopcocks was determined to be stopcock stems molded of nylon 6 which has the potential to absorb moisture resulting in an increase in diameter raising the potential for cracking of the stopcock body. Measures are being conducted to address this failure mode. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could be traced to device design being inadequate for purpose. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.